Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 548 mg/dl. Customer reported that insulin pump was working well and it was not clicking on and off. Customer stated that the insulin pump had blank display and display did not returned. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.